Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Healthcare professional later reported rupture. Healthcare professional later reported device intact via operative report, the event of rupture is no longer reportable to the FDA. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant: observed. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Healthcare professional later reported rupture. Healthcare professional later reported device intact via operative report. Healthcare professional later reported rupture was shown on ultrasound along with "irregularity and thickening of the right implant capsule with areas of complex folding". Also reported "benign-appearing oval mass". Which is considered not related to the device. Device has been explanted.

Manufacturer narrative:
The event of rupture is no longer reportable to the FDA as the device was found to be intact at explant surgery. Additional, corrected and/or changed data: a.4, b.5, b.6, d.6b, h.6, h.11.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Healthcare professional later reported rupture. Healthcare professional later reported device intact via operative report, the event of rupture is no longer reportable to the FDA. Device has been explanted.